Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Although elevations in pump power and flow estimation were confirmed based on an evaluation of the submitted log file, a specific cause and a correlation to the reported event could not be conclusively determined through this evaluation. In addition, the reported gi bleeding could not be confirmed through this evaluation as the pump was not returned and the patient remained ongoing on lvad support. No further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a gi bleed on (B)(6) 2014. The pt was febrile and received 4 units of packed red blood cells. During this time, the pt's coumadin was held and the pt experienced elevated flows and power. On (B)(6) 2014, the pt received another 2 units of packed red blood cells. On (B)(6) 2014 a colonoscopy was performed and a rectal ulcer was found. The hospital staff believes that the rectal ulcer was present prior to implant. On (B)(6) 2014 coumadin was restarted. On (B)(6) 2014, the pt tested positive from blood cultures of a fungal infection, and inr was 7.4. The pt was discharged on (B)(6) 2014; however, he was readmitted the same day with a hemoglobin of 6.9. The pt was discharge again on (B)(6) 2014.